Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Pt was in treatment with 36 minutes left in treatment and blood leaked into the hansen port. The leak was visually observed and the machine alarmed. Estimated blood loss was 240cc's. Pt had no ill effects. Sample is available.